Event description:
Customer reported the system would not produce a film shot during a case and was displaying x-ray overtime, saturation, and other error messages. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. Sys operates as intended.